Event description:
It was reported that occlusion alarms occurred. Customer declined further troubleshooting. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.